Event description:
A caller reported an issue with a continuous glucose monitor displaying error 42. There was no specific value provided, but there was no adverse impact on the customer's blood glucose level. A technical support representative provided instructions for a pump reset and guided the caller through the process. After resetting, the error code did not reappear, and the caller successfully began their sensor session.